Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the device is not functioning properly, air pulses out and does not work consistently through the night. Device will not turn on, device not functioning and ui panes screen scratch. There was no report of patient harm or injury. During the evaluation of the device at the third party service center the device was visually inspected and visible foam particles were observed. Ui panel screen scratch was replaced, upgraded the device operating software and device passed the final test.